Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain after essure') in an adult female patient who had essure (batch no. C12700) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. No endometriosis, negative gynecological anamnesis. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced swelling ("swelling"), urinary tract disorder ("urinary problems") and musculoskeletal discomfort ("hot feeling in lower back"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of tubes). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, swelling, urinary tract disorder and musculoskeletal discomfort outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. The reporter considered musculoskeletal discomfort, swelling and urinary tract disorder to be unrelated to essure. The reporter commented: adverse events started since essure was inserted. Device removal (B)(6) 2020) was requested by patient. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.9 kg/sqm. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain after essure') in an adult female patient who had essure (batch no. C12700) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. No endometriosis, negative gynecological anamnesis. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced swelling ("swelling"), urinary tract disorder ("urinary problems") and musculoskeletal discomfort ("hot feeling in lower back"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of tubes). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, swelling, urinary tract disorder and musculoskeletal discomfort outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. The reporter considered musculoskeletal discomfort, swelling and urinary tract disorder to be unrelated to essure. The reporter commented: adverse events started since essure was inserted. Device removal (B)(6) 2020) was requested by patient. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.9 kg/sqm. Batch no c12700 production date 2014-01-08 expiration date 2017-01-31. Sample received at quality unit yes . Date of sample received at quality unit 2020 (B)(6). Sample description after receiving at quality unit two micro-inserts received. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain after essure') in an adult female patient who had essure (batch no. C12700) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. No endometriosis, negative gynecological anamnesis. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced swelling ("swelling"), urinary tract disorder ("urinary problems") and musculoskeletal discomfort ("hot feeling in lower back"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of tubes). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, swelling, urinary tract disorder and musculoskeletal discomfort outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. The reporter considered musculoskeletal discomfort, swelling and urinary tract disorder to be unrelated to essure. The reporter commented: adverse events started since essure was inserted. Device removal ((B)(6) 2020) was requested by patient. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.9 kg/sqm. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.